Manufacturer narrative:
Product analysis: analysis confirmed that the programmer had a distorted screen image and that there was water damage in the display area as well as in the analyzer bay and power cord bay area. Analysis noted that the programmer failed incoming tests and the display area had heavy contamination and corrosion. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a distorted screen image. Possible moisture damage was noted. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.